Manufacturer narrative:
The electronic patient record, beginning at 11:34 pm on (B)(6) 2020 was reviewed and shows that two abnormal shocks were delivered. The impedances during each of these shocks were 302 ohms and 303 ohms, respectively, which indicates that the defibrillation electrodes or paddles did not detect the patient at the time that the shock was delivered (300 ohms is the maximum impedance for a shock to be delivered). The root cause could not conclusively be determined, but it is likely that the electrodes or paddles were not properly applied to the patient or the connection between the device and the defibrillation accessory was not fully seated.

Event description:
The customer contacted physio-control to report that their device failed to provide shock during medical intervention on the patient. Patient did not survive.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Third party service agent performed an initial evaluation of the customer's device and wasn't able to duplicate reported issue. A clinical review of the downloaded electronic patient records is performed. There is no device data to review and determine the patient¿s ECG at the time of the reported event. Device contribution is unknown.

Event description:
The customer contacted physio-control to report that their device failed to provide shock during medical intervention on the patient. Patient did not survive.